Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to a fluid loss caused by a crack in the tubbing between the cylinder and the pump. All components were removed and replaced. There were no patient complications.